Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardiac monitor was explanted due to infection. The patient was stable post-procedure.

Manufacturer narrative:
The previously reported health professional and occupation was incorrect.

Manufacturer narrative:
Analysis was normal. No anomalies were found.